Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they could not make it to the bathroom, and were wetting the bed since (B)(6) 2016. It was indicated that they were still having issues. They tried increasing stimulation, and had tried all four different programs. It was noted that the patient did feel stimulation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.